Manufacturer narrative:
The lot was manufactured january 2, 2018 - january 3, 2018. The device was received for evaluation with approximately 31ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 2850 mg fluorouracil in 0.9% sodium chloride solution to a total fill volume of 96ml. The reporter stated at the end of the expected therapy time, the device had partially infused. The device was left connected to the patient¿s peripherally inserted central catheter (PICC) line for an additional 24 hours; however, no further drug infused. When the nurse disconnected the device from the patient, the nurse found that the device was not flowing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.